Manufacturer narrative:
This incident is being captured as an initial/final report under (B)(4). Review of the most recent repair record determined the device would not power on; the motor and seals were corroded, the motor speeds were unstable, the plug harness was damaged (no exposed metal wiring), and the reciprocating arm was worn; however, the repair has not yet been completed due to material hold. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign: france. E1: telephone: (B)(6).

Event description:
It was reported that during surgery the electric dermatome had no power when the device was switched on. An alternate device was available for use to complete the surgery. No report of harm or delay. An additional unplanned skin graft was not required from the patient. At device evaluation unstable motor speeds were noted. Due diligence is complete.